Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a crbs polarx balloon catheter st 28mm ous during procedure the error code error 1 - 00004000-2: console detected blood in the catheter showed, there was actual blood visible on the balloon. To solve the issue the catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual blood was observed inside the balloon. The polarx was dissected and pressurized in a water bath to locate a leak. A leak was observed at the distal tip while pressurizing the inner balloon. This is indicative of a guidewire lumen breach. The balloons were cut away to inspect the guidewire lumen. A crack was found in the middle of the balloon region near the thermocouple tip. The guidewire lumen becomes cold during ablation, so it is believed that with some excessive manipulation the guidewire lumen cracked leading to blood ingress into the inner balloon leading to the true blood detection error.

Event description:
It was reported that a crbs polarx balloon catheter st 28mm ous during procedure the error code error 1 - 00004000-2: console detected blood in the catheter showed, there was actual blood visible on the balloon. To solve the issue the catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that the physician commented that the error showed when "they made the left side". The common trunk was big and then issue was.